Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult or delayed activation in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
This is filed for difficult clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted without issue. There was residual mr and the decision was made to implant a second clip lateral to the first clip. The clip grasped the leaflet and deployment was initiated. The actuator knob was turned 8 turns, without issues and the delivery catheter (dc) handle was retracted; however, the clip would not detach. Troubleshooting maneuvers were performed however, the clip would not detach. The actuator knob was unscrewed as much as possible and the physician pulled back on the actuator knob and the dc handle. The clip was able to be detached from the device. Both clips remained well attached to both leaflets and no tissue damage was noted. The mr was reduced from grade 4+ to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.